Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a laser system was locking during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 7, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. However, how or when the footswitch became nonconforming is unknown. (B)(4).

Manufacturer narrative:
The footswitch assembly was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The sample was connected to a calibrated system and the reported event was able to be replicated. The issue was narrowed down to only the main pedal. When the main pedal was pressed, the footswitch will disconnect then reconnect to the system intermittently. The sample was disassembled and it was found that the red wire inside the main pedal was not completely covered by the heat shrink and the exposed part of the wires were intermittently shorting to the ground wires, per footswitch cable. New wires were soldered to replace the exposed part of the wires and the issue was resolved. The root cause of the reported event can be attributed to a heat shrink exposing a wire inside the main pedal that could short to ground and disconnect the footswitch from the system intermittently. However, how or when the sample became nonconforming could not be determined. The manufacturer internal reference number is: (B)(4).